Event description:
Initial report: this non-serious case from (B) (6) was received from a consumer on 02/04/2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B) (4). This case involves a male patient (age nos) who experienced a swollen and "abnormal" cheek in (B) (6) 2009 while receiving multiple treatments with poly-l-lactic acid (new-fill). This pt reportedly experienced a swollen cheek in 2006 after receiving poly-l-lactic acid (new-fill) therapy to improve severe facial wasting as a result of long-term hiv (human immunodeficiency virus) infection. The pt received poly-l-lactic acid therapy in 2006, 2007, (B) (6) 2009, (B) (6) 2009, (B) (6) 2009, (B) (6) 2009, (B) (6) 2009, (B) (6) 2009, and (B) (6) /2009. The patient mentioned that in the past, the new-fill was given by way of lots of small injections into the face, near or around the area of facial wasting, followed by massaging to help spread it out, and then a facial massage given by a nurse at the end of the procedure. During the treatment given on (B) (6) 2009, the physician administered a much smaller number of injections into one area of the face, but using a larger amount of the new-fill and then would spend more time spreading the solution around. During additional treatments given in 2009, the pt reminded the physician of the swelling in his left cheek, but the physician still injected into this area during the treatment sessions in (B) (6) and (B) (6). During the months of (B) (6) and (B) (6) 2009, the pt's left cheek became extremely swollen and abnormal. On (B) (6) 2009, the pt saw a different physician who proceeded to inject new-fill into the areas of facial wasting that the previous physician had overlooked. On (B) (6) 2009, this physician continued to try to balance and improve the situation with smaller injections of new-fill over a wider area. The pt is due for a review on (B) (6) 2010. Significant/relevant medical history includes - facial wasting, (B) (6). Relevant concomitant medications include - medication nos for (B) (6). Action taken: no action taken. Corrective treatment/outcome - unknown. A ptc (pharmaceutical technical complaint) was initiated: local ptc (B) (4); global ptc (B) (4).